Event description:
It was reported that an overdischarge of the implantable neurostimulator (ins) was suspected. It was stated that patient compliance was the primary reason for the overdischarge. It was reported that the last time the patient felt stimulation was "over 12 months ago". The last successful recharge session was "over 12 months ago". It was stated that the patient did not like having to recharge every four days. It was reported that "over year ago" the patient "let his stimulation die" and did not charge it at all. Additional information received two days later reported that there was a communication problem and the ins was in overdischarge. It was stated that it had been two years since the patient last used their device. It was noted that a company representative was going to meet with the patient on the day of the report. It was noted that the current battery was 5 years old. It was noted that it was "likely" that the patient was going to have the other half of their spine fused and it was "likely" that the battery was going to be replaced. Later that day, it was reported that a physician mode recharge (pmr) was completed and the patient had a power-on-reset (por). It was stated that the patient had five bars and was charging. The patient planned to go back to have the por cleared after another appointment with his physician. It was reported that a patient had not charged their device in two years. It was reported that there were telemetry issues. It was stated that when they saw the por they tried to recharge normally, but "then it went back to no telemetry". It was stated that the representative was going to try another pmr. It was stated that "they were probably going to replace the ins". It was stated that it took 3 pmr's and then they saw the por and they were able to charge for 45 minutes with full bars. It was stated that then they saw the antenna locate (al) image on the recharger and they could not get the recharger to communicate with the implantable neurostimulator (ins). It was stated that they were going to finish the pmr and then decide what to do. It was noted that this was the patient's only overdischarge.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).